Manufacturer narrative:
Field service engineer had customer examine all ise tubing. Customer noted ise line 24 was not attached to the electrolyte injection cup (eic) with a tight fit and had popped up. Customer cut part of tubing off and refitted tubing to the eic connection. The leak was resolved.(B)(4).

Event description:
The customer reported a leak from the ion selective electrode (ise) on the unicel dxc 600 pro synchron system. The leak was contained to the instrument. The customer was wearing gloves, goggles, and a lab coat. No reports of injury or customer exposure. No erroneous patient results were generated.